Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the impedance measurements on the right ventricular (rv) lead were low and out of range. Additionally, some oversensing was observed. No adverse patient effects were reported.